Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A product evaluation is pending; results will be provided in a follow-up medwatch report.

Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008, (patient weight is unknown). According to the complainant, at the end of the procedure, the prostatic balloon started to leak. The procedure was completed with the same prolieve thermodilatation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."